Event description:
It was reported that particulate matter (pm) was observed within a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was described as a white particle discovered during inspection of the finished product before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device and a photograph of the sample was provided for evaluation. Visual inspection of the actual sample and the photograph did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed, and no issue was observed of the connector or cap area of the actual sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.